Manufacturer narrative:
Further info received from the reporter confirms the cause of death is listed as "head injury". (B)(4).

Event description:
Complaint received as follows: anal ulcer observed at 12:00 and 6:00 o'clock direction. Device use start on (B)(6) 2012. Ulcer found on (B)(6) 2012. Device withdrawn immediately. After that, diaper used for pt. In rectum, no development of ulcer observed by doctor's medical examination. During device was used, absorbent cotton was wrapped around catheter. This is the case of a (B)(6) female who used the fms for 21 days from (B)(6) 2012 and died (B)(6) 2012 not having causal relationship with anal ulcer. The demise is reported as not related to the use of the product. Her primary diagnosis was head injury and the indication for fms use was diarrhea. She was found on (B)(6) 2012 to have developed an anal ulcer by (B)(6), and was examined by surgeon who ordered dressing applied and the fms was stopped.